Manufacturer narrative:
Date of event: used the first date of the month of the aware date, as no event date is provided. (B)(6).

Event description:
It was reported that a guidewire fracture occurred. A savion flx guidewire was used. However, the guidewire detached in the anterior tibial artery (at) while a 2.5 x 220 coyote balloon catheter was being used. A pedal approach was obtained and it attempted to retrieve the wire with a snare.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned with the wire broken, as part of overall visual revision. The customer attached a picture of a cardboard box of savion flx; the box showed the lot number matched printed on the label which matched with the lot number reported in this complaint. No visual damages were observed through the image provided. The guidewire returned together with its original opened box. The returned guidewire was received separated in two sections; one of them measured approximately 14.75 inches and 103 inches. The proximal end of the shortest section returned showed a kink that was located approximately at 1 inch from the end. No more visual damages were found in the device. During the inspection the polymer jacket distal end was inspected and no damages were found.

Event description:
It was reported that a guidewire fracture occurred. A savion flx guidewire was used. However, the guidewire detached in the anterior tibial artery (at) while a 2.5 x 220 coyote balloon catheter was being used. A pedal approach was obtained and it attempted to retrieve the wire with a snare. It was further reported that vascular access was an antegrade approach via pedal. The target lesion was 78% stenosed and was located in the mildly tortuous and moderately calcified left distal leg posterior tibial artery. The broken wire was successfully snared and removed from the patient. The procedure was completed with another savion guidewire via femoral approach. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 - updated. B2 - outcomes attrib to adv event updated. B3 - date of event updated. B5 - describe event or problem updated.

Event description:
It was reported that a guidewire fracture occurred. A savion flx guidewire was used. However, the guidewire detached in the anterior tibial artery (at) while a 2.5 x 220 coyote balloon catheter was being used. A pedal approach was obtained and it attempted to retrieve the wire with a snare. It was further reported that vascular access was an antegrade approach via pedal. The target lesion was 78% stenosed and was located in the mildly tortuous and moderately calcified left distal leg posterior tibial artery. The broken wire was successfully snared and removed from the patient. The procedure was completed with another savion guidewire via femoral approach. There were no patient complications nor injuries reported.